Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized with intermittent retrosternal constriction. Coronary angiography was performed on (B)(6) 2015. A 3.5 x 18mm xience xpedition stent was implanted in proximal right coronary artery (rca). The patient recovered and discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2016 with intermittent retrosternal constriction. The patient was given medication after admission and his condition was relatively stable. The patient was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.